Event description:
We have had several stat locks for foley catheter not operating correctly. When trying to take off the protective covers over the adhesive wings the paper will not release off, which leaves us unable to use the device because it cannot adhere to the patients skin.